Event description:
The customer reported that the workstation had a cine not available error and a loss of cine function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The single board computer upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.